Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that this event was attributed to damage resulting from either misuse and/or wear and tear due to extensive use. Replacement springs are sold as replaceable parts.

Event description:
Reporter states, the spring came out of the osteolock precision cup trial. This event did not occur during a surgical procedure.